Event description:
The event involved a tego¿ connector where the customer reported that the device was malfunctioning during patient use. The customer stated that they will be fine upon inspection and when the patient is being hooked up, then alarms on the machine go off, they unhook patient and it is noted that the tego is ripped or bubbled at the end. Customer stated that some have been noticed to be like this upon opening the package. There was patient involvement, but no apparent harm reached the patient.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Additional contact information: (B)(6).